Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there were continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. No additional event or patient information is available. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A transmitter voltage test, a nordic bluetooth device pairing test, and a global transmitter functional test were all performed and the transmitter passed all. However, the data log was also reviewed on (B)(6) 2017. The complaint of inaccurate cgm values was confirmed via data. A root cause could not be determined.